Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2018-04233. Reference MFR. Report#: 1627487-2018-04235. Reference MFR. Report#: 1627487-2018-04236. The patient has an scs system for off-label use. It was reported the patient has been experiencing discomfort (described as a tight/pulling sensation) near their lead site. In turn, the patient was advised to apply a warm compress over the area and was prescribed neck exercises. The patient may undergo surgical intervention on a future date to address the issue.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2018-04233. Reference MFR. Report#: 1627487-2018-04235. Reference MFR. Report#: 1627487-2018-04236. Follow-up revealed the patient's left supraorbital lead was repositioned via surgical intervention on (B)(6) 2018. Surgical intervention addressed the issue.